Manufacturer narrative:
This report is a response to medwatch report # (B)(4) which was received by amt from the FDA on 09/09/2019. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The device was not returned therefore a visual and functional evaluation could not be done and a device history review could not be conducted as no lot number was reported with the complaint. The exact cause of the device failure is unknown at this time but based on the provided information it is not believed to have been caused by a manufacturing defect. We have assigned complaint # (B)(4) to this and will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
Provider called to report gastric tube not accommodating the extension. Patient came to gastroenterologist for assessment. Tube was changed as the outer disk that enables the tube to lock to the extension was missing.